Event description:
The patient presented with a popliteal aneurysm. An 8 mm viabahn device was advanced and positioned at the target site. While pulling on the deployment line, resistance was felt and the line became stuck. The physician continued to pull on the line and suddenly the resistance subsided. While checking the device position, the device appeared to have migrated proximally. Attempts to remove the delivery system were unsuccessful. The procedure was converted to surgery and the device with delivery system were removed. The patient was fine at the end of the procedure.

Manufacturer narrative:
The investigation into this event, including evaluation of the returned device is currently in process. A review of the manufacturing paperwork was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.